Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 2.8c. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 or 38 alarms noted during testing. Unit passed the sleep current measurement, active current measurement and displacement test. No failed batt test alarms noted during testing. Unit functioning properly.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged, failed batt test, pump error 38, pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.